Event description:
It was reported "the luer-hub(brown) was falling off from the extension line.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#: (B)(4). The customer returned one 3-l cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines as well as on the exterior of the catheter. It was noted that the catheter body was intentionally severed below the 10cm marking. The severed portion was not returned for analysis. Visual analysis revealed that the distal luer hub had become separated from its extension line. Visual analysis of the luer hub could not be performed, as the luer hub was not returned for analysis. Microscopic examination revealed that the separation at the extension line was rough and jagged. Visual inspection of the separated luer hub could not be performed as it was not returned for evaluation. The total length of the catheter body measured to be 264 mm which indicates that 46 mm - 66 mm of the catheter body was severed and not returned for analysis (per product drawing). The distal extension line outer diameter measured 2.18 mm which is within the specification limits of 2.13 - 2.21 mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.4732 mm which is within the specification limits of 1.42 - 1.50 mm per the distal extension line extrusion graphic. This indicates that the distal extension line had a wall thickness within specification. The catheter was functionally testing per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s)." A lab inventory syringe filled with water was attached to the proximal and medial extension lines and flushed. All lines flushed as expected. A manual tug test confirmed that the proximal and medial luer hubs were secure to their respective extension lines. Visual analysis revealed that the distal luer hub had become separated from its extension line. Visual analysis of the luer hub could not be performed, as the luer hub was not returned for analysis. Microscopic examination revealed that the separation at the extension line was rough and jagged. Additional testing of the separated luer hub could not be performed as it was not returned for evaluation. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a luer hub/extension line separation was confirmed through complaint investigation. Visual analysis revealed that the distal luer hub had become separated from its extension line; however, the separated luer hub was not returned for evaluation. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause could not be determined without the separated luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the luer-hub(brown) was falling off from the extension line.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.